Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device was functional but failed the leakage test. The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 6 for the same event. It was reported that during an unspecified surgical procedure, prior to being used on a patient, it was observed that the small battery drive device did not work at all with either battery devices while in use with battery casing devices. According to the reporter, the battery devices were charged at the time. The small battery drive device was then tried after the procedure; and it worked with some fiddling. It was not reported if there were any delays in the surgical procedure; however, there were spare devices available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.